Event description:
Boston scientific received information that the device reached end of life (eol) and was subsequently explanted. There are no field allegations against the device functionality. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device was at end of life (eol) at explant and had never declared elective replacement indicator (eri). Eol was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, eol was reached earlier than expected due to a higher-than-typical buildup of internal battery impedance. The device was capable of detecting and treating arrhythmia's, as the battery itself had sufficient capacity remaining to provide therapy if needed.